Event description:
Customer reported the as3000 anesthesia system intermittently shut down during ventilation. No pt injury was reported.

Manufacturer narrative:
Mindray service representative assisted the customer with replacing the breathing system and peep valve. All calibrations were successful. Passed all functional tests. Returned to service.